Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The tenku dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k number of this medwatch correspond to the device currently marketed for sale in the us. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure.

Event description:
It was reported that the procedure was to treat a de novo lesion from the distal to the proximal left anterior descending artery with mild tortuosity, moderate calcification and 75% stenosis. A 2.5x12mm tenku rx balloon dilatation catheter (bdc) protective sheath was removed without resistance. The tenku was soaked and air aspiration was performed outside the anatomy prior to use. The tenku was advanced toward the target lesion. The balloon was inflated twice without issue. During the third inflation the balloon ruptured at 12 atmospheres after 30 seconds. The tenku was removed and a new 2.5mm nc tenku was used to continue the procedure. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.